Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 27,0 mmol/l and 5,3 mmol/l.